Event description:
Customer states back to back readings on suspect device were 277 mg/dl and 133 mg/dl. No controls were run. No adverse event was reported and the customer states he is ok. Requested return and replacement was sent.